Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe that absorbable hemostat involved caused and/or contributed to the post-operative complications described in the article? Citation: dis colon rectum 2010; 53: 889¿895. Doi: 10.1007/dcr.0b013e3181d3206e.

Event description:
It was reported in a journal article (regenerated oxidized cellulose reinforcement of low rectal anastomosis: do we still need diversion?) That the patient underwent colorectal anastomosis on an unknown date and absorbable hemostat was used. The patient possibly experienced anastomotic leak, prolonged ileus, abdominal wound dehiscence, and wound infection from anastomotic leak. The wound infection was pelvic abscess, managed by CT-guided drainage and intravenous antibiotics. The patient possibly underwent proximal diversion.